Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the catheter had dislodged. The catheter came out of the spine. It was noted that it had been that way since implant. The patient had been in pain since implant because of how the catheter was placed. The patient was tired of being in pain and could not wait for the catheter to be fixed. The patient was waiting for surgery to be scheduled for the doctor to fix the catheter placement because it came out of the spine. As of 2015 (B)(6), the patient still had concerns with their device or therapy but had not sought further help, the patient was having surgery with the physician who implanted the device. The pump system was delivering hydromorphone. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).